Manufacturer narrative:
The lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, - 14.00/+2.5/100 (sphere/cylinder/axis) in the patients right eye (od). The lens was explanted due to being too large. The lens was replaced with another lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.